Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
During de-installation of mammography system, ge healthcare field service engineer injured his 2nd toe of left foot while trying to remove bolts attached to steel frame and lead glass, steel frame slipped and fell to the ground landing on ge healthcare field service engineer foot. This resulting in fracture of second toe of left foot bone. He was immediately treated to the emergency department of the facility and he received prescription of motrin for pain and bandage for toe. Employee returned to work without sick leave.

Manufacturer narrative:
Ge healthcare investigation about this event is on progress. On (B)(6), 2018 it was reported that during de-installation of mammography system, ge healthcare (gehc) field service engineer injured his 2nd toe of left foot while trying to remove bolts attached to steel frame and lead glass, steel frame slipped and fell to the ground landing on ge healthcare field service engineer foot. This resulting in fracture of second toe of left foot bone. He was immediately treated to the emergency department of the facility and he received prescription of motrin for pain and bandage for toe. Employee returned to work without sick leave. Gehc field service engineer confirmed that he was not wearing the safety shoes which are mandatories personal protective equipment. In addition, investigation confirmed that gehc field service engineer did not follow mammography system de-installation instruction since there was only one gehc field service engineer, whereas the job card recommends two field engineers to perform this task. Adequate instructions are provided in job card regarding proper removal of radiation shield. Neither design, assembly nor manufacture defect, nor failure or malfunction has been identified with the radiation shield. This is an isolated case. This event is due to an improper holding of the radiation shield by ge healthcare field service

Manufacturer narrative:
Block h6: ge healthcare investigation about this event has been completed. On june, 2018 ge healthcare field service engineer has been reminded about the requirements for proper installation, including personal protective equipment requirements and about the need to follow the service procedures that requires two individuals person. No further action is necessary